Manufacturer narrative:
The field service engineer found the pre-wash rinse station was heavily contaminated. The field service engineer repaired the analyzer and the system was running within specifications. The investigation determined the service e actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys hcg + beta result from the cobas 6000 e601 module for qc material and a patient sample. The initial result was a <1 miu/ml and the repeat result was 35 miu/ml. A negative result was obtained in another laboratory and was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.